Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. A receiver download was attempted but could not be completed due to receiver perpetually rebooting. Confirmation of the allegation and probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.